Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the mega suturecut needle driver steel cable broke with 8/15 lives remaining. The procedure was completed with no reported injury.